Event description:
The patient presented to the emergency room with shortness of breath and right-sided chest pain. The presenting electrogram showed frequent premature ventricular contractions. It was also noted that the shock impedance had been high and out-of-range since march. The patient was admitted to the hospital for observation. The right ventricular lead remains in service at this time and no additional adverse patient effects were reported.

Event description:
The patient presented to the emergency room with shortness of breath and right-sided chest pain. The presenting electrogram showed frequent premature ventricular contractions. It was also noted that the shock impedance had been high and out-of-range since march. The patient was admitted to the hospital for observation. The right ventricular lead remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the high out-of-range shock impedance remained ongoing. It was planned to do further defibrillation threshold testing. It was additionally reported that the patient had concerns about the cost of additional dfts and cancelled the procedure. A chest x-ray was performed and a possible lead fracture was suspected.

Event description:
The patient presented to the emergency room with shortness of breath and right-sided chest pain. The presenting electrogram showed frequent premature ventricular contractions. It was also noted that the shock impedance had been high and out-of-range since march. The patient was admitted to the hospital for observation. The right ventricular lead remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the high out-of-range shock impedance remained ongoing. It was planned to do further defibrillation threshold testing.